Manufacturer narrative:
Added: d3. Thromboembolism: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was due to biomaterial buildup based on gradual rise in purge pressure on returned data log analysis.

Manufacturer narrative:
B1 and b2 were updated due to new information that was received. B5 updated clinical narrative was added. H1 selection was updated due to new information that was received. H6 health effect - clinical code was changed from e2403 due to new information that was received. Health effect - impact code f1903 was added due to new information that was received. H11 additional information was received. The purge did begin to clear as the week took the patient to the operating room to remove as they had been weaning it. The impella was discarded after removal.

Event description:
Updated clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), there was possible biomaterial on the purge outflow with a high purge pressure (pp), purge system blocked alarm. Tissue plasminogen activator (tpa) was initiated, but did not resolve the issue. There was no noted interruption of flow or support for the patient. After 13 days on support, the device was successfully weaned. It was noted that there was clot in the outlet on explant. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 3.2l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. Tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), there was possible biomaterial on the purge outflow with a high purge pressure (pp), purge system blocked alarm. Tissue plasminogen activator (tpa) was initiated, but did not resolve the issue. There was no noted interruption of flow or support for the patient. After 13 days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 3.2l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. Tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.